Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Between 2006 and 2008 a total of 19 men and 50 women underwent tea (total elbow arthroplasty) surgery. 13 (31%) of the patients experienced disengagement of the radial head component with a radial head component implanted. Article citation: bone joint j 2015; 97-b:681-8. Radial head (rh) disengagement may be due to the surgical technique with a high placement. The rh may have been implanted too high as there is no guide in the latitude legacy instrument set; thus, the surgeon, dr. (B)(6) believes that there is a possibility of over stuffing and thus leading to the dislocation of the head and the stem. According to dr. (B)(6) the results of this article are only based on the latitude system and not latitude ev. Dr. (B)(6) stated that all cases were asymptomatic and no cases were revised because of the rh. Only one rh case was revised, but only to link the prosthesis, there was no relation to the rh.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.